Event description:
It was reported that a day shift nurse hung a new bag of fentanyl 1,000 mcg/100ml on (B)(6) 2020 at 1935 and was programmed as a primary infusion with a rate of 125 mcg/hour. At 2105 (approximately ninety minutes later), the night shift nurse noted that the pump was alarming air-in-line and the fentanyl bag was found empty. This new bag of fentanyl was expected to have lasted for eight hours. The clinicians at the time of discovery of the event evaluated the pump's setup and programming and did not notice any obvious problems. The patient did not exhibit any changes in level of sedation or changes in vital signs. There was no patient impact. The event occurred at the intensive care unit (ICU).

Manufacturer narrative:
The customer¿s reported issue of over infusion of fentanyl was not replicated during testing of the returned pump module. The source pump module was received with instrument seal intact. Internal inspection and external inspection did not observe any anomalies with any of the electrical or mechanical components. The bezel assembly was observed to be not the original factory installed bezel (date code december 2019). The pcu error log and the pump module error log recorded no errors or malfunctions on the customer¿s incident date of (B)(6) 2020. On (B)(6) 2020 at 7:35 pm the pump module was selected for programming, a vtbi of 75ml was entered (rate 12.5ml/h) and infusion was started. Pvi at the time 31.9ml. At 9:04 pm the pump module alarmed for air in line and was channeled off. Pvi at the time 50.3ml. Functional testing performed on the returned pump module device observed no anomalies or malfunctions and was found to be in specification for rate accuracy. The pump module mechanism assembly was disassembled during this investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and installation of new one-time use torque screws with applied tamper seal material. The root cause of the customer¿s report of over infusion of fentanyl was not determined. Device history review: review of the service s/n (B)(6) history record showed the device had a manufacture date of 09oct2006. A review of the device service history record was performed beginning from the date of manufacture to the present date 15sep2020 and indicated that this device has been previously returned for service on 28may2008 for lvp spring recall and on 05feb2020 for failed preventive maintenance, however these repairs were not relevant to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is an adult. Although requested, patient demographics were not provided.

Event description:
It was reported that a day shift nurse hung a new bag of fentanyl 1,000 mcg/100ml on (B)(6) 2020 at 1935 and was programmed as a primary infusion with a rate of 125 mcg/hour. At 2105 (approximately ninety minutes later), the night shift nurse noted that the pump was alarming air-in-line and the fentanyl bag was found empty. This new bag of fentanyl was expected to have lasted for eight hours. The clinicians at the time of discovery of the event evaluated the pump's setup and programming and did not notice any obvious problems. The patient did not exhibit any changes in level of sedation or changes in vital signs. There was no patient impact. The event occurred at the intensive care unit (ICU).